Event description:
During routine ICD replacement it was found with inspection of lead under fluoroscopy and direct visualization, that there were multiple breaks in the optim insulation. Therefore lead extraction was performed and a new high voltage lead was implanted. When the lead was removed from the pocket there were several breaks in the insulation of the optim coating underneath the suture sleeve, at the yoke, and slightly distal to the yoke.